Manufacturer narrative:
Product analysis dimensional verification: the specimen presented an overall length of 78.3cm, a finished shaft diameter of .01710¿ to .01725¿. A gage bushing certified to be .0180¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Observation findings: the specimen presented a ductile tensile overload fracture of the core wire at an unknown distance from the distal tip. The distal coil segment is missing and was not returned with the specimen. The wire shaft presented 4cm of reducing radius bend damage over the distal. The proximal joint remnant and fillet is still present on the wire shaft. Except where noted, the specimen device appeared visually and dimensionally correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nitrex guidewire during treatment of the patients right proximal renal vein. Moderate vessel tortuosity and minimal vessel calcification were reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the tip of guidewire broke off in the patients vessel. Physician used a snare to remove detached component. The device was safely removed from the patient. No health consequences or impact to the patient reported.